Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h6: additional information the device was not returned to olympus for inspection, however the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the channel cleaning brush had the distal bristles of the brushes completely wear off within less than one week of use. The malfunction occurred during reprocessing. There were no reports of patient involvement.